Event description:
I ordered and received an ihealth at-home covid-19 antigen rapid test (2 test kit) from my healthcare provider, (B)(6). This kit was supposed to come with 2 x empty tubes and 2 x sealed solutions as well as 2 x test cards and 2 x specimen collection swabs. The kit included 2 of each of the test cards and specimen collection swabs but did not include 2 of each of the empty tubes and sealed solutions, instead only coming with 1. Therefore, this kit can now only be used once due to the missing set of empty tube and sealed solution. This was lot #213co21224-09 with an original expiration date of 2022-06-23 but a new/extended expiration date of 2022-09-22. FDA safety report ID# (B)(4).